Event description:
A peritoneal dialysis (pd) patient reported a blank screen on the liberty select cycler. Screen was blank during fill 1 of 4. Issue occurred last night. Pressed ok/stop and touched screen but screen remained blank. The ok/stop keys made sound when pressed. Rebooted cycler and ok/stop keys lit up but screen remained blank. Patient did complete treatment on the cycler last night with blank screen. Patient also reported loose component. Patient said the heater tray is loose. Replaced cycler due to blank screen. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform manuals till new cycler arrives. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform manuals. Patient did received the cycler replacement and has been able to continue with no issues. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.voltage verification check passed.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touchscreen test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.